Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced two infusion set tubing detachment events on (B)(6) 2024. Detachment was from connector. Infusion set was inserted in abdomen. Infusion set was in use for 3 days. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - · complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6002246, in question was manufactured at the reynosa site. · device history record (DHR) review: the lot 6002246 was manufactured according to the work instruction (wi) version 94 and packaging in the multivac m10 on 08-jul-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3e03412 was manufactured according to the (wi) version 55 and manufactured in the machine sc08, on 22-may-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3f06217 was manufactured according to the (wi) version 55 and manufactured in the machine spot06, on 06-jul-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3f00656 was manufactured according to the (wi) version 55 and manufactured in the machine ft02, on 09-jun-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3f05586 was manufactured according to the (wi) version 55 and manufactured in the machine spot06, on 07-jul-2023, with a total of 15,450 units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. · conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.